Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that three infusion sets fell off during use on (B)(6) 2024. The infusion set in use for few hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.